Event description:
On (B)(6)-2009, stryker biotech received a report from a physician who stated that op-1 putty 'did not grow bone' but did grow heterotopic bone in a patient who was treated with op-1 putty in (B)(6) 2008. The physician did not provide any additional details, but stated that it was the only time he had used op-1 putty. Additional information will be requested.